Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. No photograph was provided for review. A document based investigation was conducted including a review of complaint history, the device history record, drawings, instructions for use, quality control data, and trends. A review of the device history record for lot 8695151 shows no non-conformances. A review of complaint history records revealed no other complaints have been associated with this production lot (8695151). Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) states the following in consideration of the reported failure mode: warnings this device is int:ended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. Precautions: avoid excessive force when inserting the balloon into the uterus. No device was returned for evaluation. The investigation found there were no other complaints related to this production lot number. A conclusion as to the cause of the event could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 20mar2019. The device was placed using smooth forceps. The syringe used to inflate the device was in the set package. Another balloon was utilized and homeostasis was achieved. The complaint device was discarded and no photo was taken.

Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a postpartum hemostasis procedure, they inflated the bakri balloon with 400ml saline. The balloon was leaking, then the balloon was found broken. Immediately changed to another new balloon and no problem occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding the patient and event has been requested. At the time of this report, no additional information has been forthcoming.